Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to deactivate the account of a peritoneal dialysis (pd) patient. Per the pdrn, the patient had been in the hospital with peritonitis and passed away. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis. It was reported that the patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ancef 1g daily and gentamycin 50mg daily, duration unknown. The culture results were negative for growth. The patient did not improve with antibiotic therapy. The patient¿s abdominal pain grew worse, and the patient was unable to complete a bowel movement. As a result, the patient was admitted to the hospital on (B)(6) 2022. Additional cultures were obtained and resulted positive for vancomycin resistant enterococcus (vre). The patient¿s antibiotics were changed to rocephin, flagyl, and levaquin; route, dose, frequency, and duration were unknown. It was determined the patient¿s pd catheter required removal. On 2022-07-31 the patient underwent pd catheter removal surgery. Immediately following the catheter removal, the patient experienced multiple episodes of pulseless electrical activity (pea) and subsequently expired. The suspected cause of death is a pulmonary embolism due to the surgery. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.